Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Using the pod 5 / page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a patient's experienced an allergic reaction on the pod's infusion site after wearing the device between 1 and 4 hours. Patient's mother noted hives breaking out on the site "all over his arm where the pod was." A new pod was placed and patient was taken to see physician "a couple hours into wear." Physician diagnosed the patient was having an allergic reaction to the pod's adhesive. As treatment, a prescription of hydrocortisone was provided and recommended applying benadryl.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would result in the allergic reaction reported. The pod was found to have completed sterility within specification.